Event description:
It was reported that the tip fell off during the procedure.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the MFR. The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. Inspection of the lot history record did not note any anomalies during the mfg of the lot. The physician reattached the tip and completed the procedure.